Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a cardiac tamponade, pericardial effusion, and perforation occurred. The procedure was cancelled. During a watchman procedure to treat persistent atrial fibrillation (a fib), a versacross connect kit was selected for use. During transseptal puncture, there was a difficulty noted due to difficult patient anatomy, the superior vena cava (svc) was hard to gain access and to avoid the pacemaker leads. At the time of transseptal puncture, the transseptal sheath perforated outside of the right atrium and caused a pericardial effusion and cardiac tamponade, which was seen on the right side of the heart via transesophageal echocardiography (tee). The devices never crossed the septum. Cardiothoracic (CT) surgery was then performed to open the chest, evacuate the pericardial effusion, suture the perforation in the right atrium. The left atrial appendage (laa) was ligated via CT surgery while right after the perforation was repaired. The patient was hospitalized in the intensive care unit (ICU) following the procedure and was eventually discharged home in good condition. The device is not expected to be returned for analysis. It was confirmed that the effusion was noted during the procedure after multiple failed attempts to gain access to the svc. Not long after, a pe was noted (was worsened by the perforation of the right atrium and tamponade symptoms were arising). Upon more investigation, it was thought that it was perforated outside of the right atrium with the sheath when he was trying to advance up into the svc. The procedure was not completed, as transseptal was not achieved.